Event description:
The customer reported that the device overheated due to faulty bearings. Device was repaired and sent back to the customer.

Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed that there was a loose screw. Various parts were replaced. Device was repaired and returned to the customer.